Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a slight upward trend in pump power and flow. A specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The submitted log files collectively contained events and data from 30oct2023 through 08dec2023. Although a slight increase in pump power and flow values was observed over time, no significant elevations in these parameters were captured. No other notable events or alarms were observed, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The patient remains ongoing on hmii lvas, serial number vad-(B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for vad- (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿, provides information on the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Additionally, this section, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B3: the event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had pink colored urine around 16nov2023 that cleared with increased hydration. On 29nov2023, it was noted that pump power and flow were elevated. The event log files captured some elevated pulsatility index (pi) events and elevated pump power and flow with average pi. These events appeared to be due to a patient issue and not a device issue. The patient's labs were stable. Additional event log files captured elevated pump flow and power. There were no unusual events in the event log files.